Manufacturer narrative:
Corrected information provided in b.5. Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded over with the tip is adhered to the optic by solution. The lens was cleaned with klrp for further evaluation. No damage is observed to the lens. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection was conducted with acceptable results. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.5 diopter (1.5 extended depth of focus) lens with a non- company monofocal lens. Due to the exchange of a multifocal lens to a toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was replaced with non company monofocal lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure lens was explanted in a secondary procedure due to vision blurry at all distances. Clinical reason for the explant is patient unable to adapt. The lens was replaced with monofocal lens. Additional information was requested.